Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) display did not work when the customer wanted to perform a test. There was no patient involved.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions, component code). Corrected fields: b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced and calibrated the touchscreen. The unit passed all functional and safety tests.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a touchscreen malfunction. There was no patient involvement reported.